Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a renal angioplasty and stenting procedure. Reportedly, when inserting starclose se sheath, resistance was felt and a clot was observed in sheath. The starclose se was replaced with an amplatz wire and normal 7f sheath. An angiogram was performed and revealed a common femoral artery dissection. Patient was in a lot of pain and distress. A fox cross 6 x 40 x 80 balloon was used to control the bleeding. A fluency covered stent 8 x 60 and 9f sheath were used, the patient was still bleeding and was treated with a fox cross 8 x 40 x 80 balloon to post dilate the stent. The dissection was repaired using the covered fluency stent and balloon angioplasty. The physician did a cut down to remove the sheath and hemostasis was achieved with a surgical suture. The hospitalization was extended. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: amplatz; inflation: fox cross 8x40x80, fox cross 6x40x80; sheath: 7f, 9f; stent: fluency covered stent 8x60; heparin. (B)(4): used in a calcified artery, failure to perform a femoral angiogram. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.